Event description:
It was reported the intraocular lens (iol) with a damaged haptic. There was eye contact with the cartridge. No patient injury reported. No further information provided.

Manufacturer narrative:
Address: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.